Manufacturer narrative:
On oct 29 2016, no additional information had been obtained, therefore kci is reporting this event as it was unknown if medical or surgical intervention was required. Based on the additional information obtained on nov 8 2016, kci determined that the alleged maceration did not to meet the definition of a serious injury as neither medical or surgical intervention was required to resolve the maceration. Therefore, kci has deemed this event not reportable. Device labeling, available in print and online, states: ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active; if not: identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. If a leak source is identified, patch with additional drape to ensure seal integrity. Caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal: for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas.

Event description:
On (B)(6) 2016, the following information was reported to kci: the activ.a.c.® therapy unit was allegedly not suctioning and per the wound care clinic, there is fluid under the drape, and the wound appeared macerated. On (B)(6) 2016, the following information was reported to kci by the nurse: the maceration did not require any medical or surgical intervention, only a break from v.a.c.® therapy. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.